Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. A clear correlation between the developed metal allergy of the pt and the product cannot be ruled out as it is already known for similar metal on metal (mom) devices from literature. Our investigation has shown that metal ion measurements for the durom system are comparable to other mom devices in the market. An allergic reaction can be an inherent post-operative side effect as stated in zimmer's IFU (d011500213). This is unfortunately pt dependent and can occur with a low percentage rate with all kind of metal on metal based products. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt received a durom acetabular component 54/48 code n on (B)(6) 2010 and underwent a revision surgery on (B)(6) 2012 due to pain, high cobalt level and metallosis. It was further reported that during the revision surgery no bone ongrowth on the cup was detected.